Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated during or after the explant procedure. Cpi received further information that this patient had not complied with follow-up examination schedule.